Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer "a patient with a 5f dl groshong nxt PICC has had this catheter for a long time. Recently, the red hub of the PICC "fell off" and the patient reported that she "cleaned it with alcohol and stuck it back on". Caller in pharmacy is looking for a repair kit for the red leg. Response: verified that 9827508d is a 5f dl groshong nxt PICC. Explained the nxt is not power injectable. Informed the nxt is made of silicone and has a max of 25 psi. Informed that there is a risk of infection due to the hub falling off and patient cleaning and putting it back on. Informed him that the nxt can be repaired since it is not power injectable. Provided valid and available codes for repair."